Manufacturer narrative:
This report is for unknown variable angle two-column volar distal radius plate (va-tcp), unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Literature article received: this article is being filed after the subsequent review of the following literature article, satake h., et al. (2016) complications of distal radius fractures treated by volar locking plate fixation. Orthopedics. 9(5):e893-e896. Japan. This multicenter retrospective study was conducted at 11 institutions. A total of 824 patients who had distal radius fractures that were treated surgically between january 2010 and august 2012 were identified. The study patients were older than 18 years and were observed for at least 12 weeks after surgery for distal radius fractures with a volar locking plate. A variable angle locking compression plate (va-lcp, synthes, (B)(4) was used in 115 patients and a variable angle two-column volar distal radius plate (va-tcp; synthes) was used in 16 patients. 18 cases of carpal tunnel syndrome, 8 cases of trigger digit, 4 cases of tendon rupture which were mainly caused by mechanical stress: , 3 with extensor pollicis longus and 1 with flexor digitorum profundus (index), 1 case of ulnar head dislocation , 3 cases, temporary fixation by percutaneous kirschner wires, 48 patients had reduced range of motion, 125 patients had reduced grip strength, 2 cases of secondary displacement (reoperation) which were caused by inadequate plate fixation. This report is for 1 of 1 for (B)(4). This report is for an unknown variable angle two-column volar distal radius plate (va-tcp) a copy of this literature article is being submitted with this medwatch.

Manufacturer narrative:
Complications of distal radius fractures treated by volar locking plate fixation. Orthopedics. Volume 9 issue 5 pp. E893-e896. (2016) japan. Device was used for treatment, not diagnosis.